Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes were found damaged before use. The following information was provided by the initial reporter, translated from (B)(6): "the customer has found physical issues (syringe/needle not aligned)." "The syringe is bent/damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ insulin syringes were found damaged before use. The following information was provided by the initial reporter, translated from portuguese: "the customer has found physical issues (syringe/needle not aligned)." "The syringe is bent/damaged."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-may-2022. Investigation summary: customer returned images of a shelf carton and 1ml, 31 gauge, 6mm syringe from lot 1074331. The syringe features a bubble in the wall of the syringe around the 20-30 unit range. A review of the device history record was completed for batch# 1074331. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of barrel damage due to the deformity in the syringe. The root cause for this defect cannot be determined.